Manufacturer narrative:
(B)(4). Results: one unused sample was returned for evaluation. The returned unit and did not show evidence of any defect. However, a weak fusion seal was observed between the paper and laminate. Two hundred retention samples were checked for open fusion seals and no samples were found with an open fusion seal. A review of the device history record revealed a fusion problem between the perforation paper and laminate. This issue was reported and recorded in the manufacturing log sheet. However, no quality notification was raised during the in-process inspection of the reported lot # 15b1661d. Conclusion: the return sample was observed to have a weak fusion seal between the paper and laminate. However, the product found intact in the package. For further investigation, our quality engineer notes that the available stock of the customer reported lot number was recovered from distribution centers. During inspection of returned case cartons, it was observed that a few of the case cartons were in a wet condition. Based on the wet condition of the packaged case cartons, the transportation and distribution centers storage has been considered as improvement area and one of the probable cause of the reaction to the patient.

Event description:
It was reported that a patient was diagnosed with thrombophlebitis after having his/her blood drawn with a bd emerald syringe. The patient was treated with an unknown antibiotic and the thrombophlebitis resolved.

Event description:
It was reported that a patient was diagnosed with thrombophlebitis after having his / her blood drawn with a bd emerald syringe. The patient was treated with an unknown antibiotic and the thrombophlebitis resolved.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).